Manufacturer narrative:
H10 additional narrative: e3: reporter is a j&j employee. Part #: 292.120.01 lot #: 471p295 manufacturing site: balsthal release to warehouse date: 27-oct-2021 a manufacturing record evaluation was performed for the finished device 292.120.01 lot #471p295, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that k-wire ø1.25 l150 sst was found bent at the tip. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the k-wire ø1.25 l150 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - kirschnerdraehte m. Dreikantspitze (current and manufactured) dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on an unknown date that the devices received into local stock, marked with red tape without pc identification. This report is for one (1) k-wire ø1.25 l150 sst. This is report 1 of 2 for complaint pc-001301352.